Event description:
New information noted that the patient reported that while moving in (B)(6) 2018, a heavy piece of furniture fell on them. After the incident, slow increase in lead impedance was noted. A chest x-ray revealed lead fracture. The patient was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to oversensing. No additional information was reported.